Event description:
Customer reported pre-charge fail message during case. System had to be re-booted and case was completed without further incident. There was no patient injury reported with this incident.

Manufacturer narrative:
The ge service rep could not duplicate problem. Tested batteries and charging circuit and they were in proper working order. Recompounded high voltage cables at tube end and tested. System performs as intended.